Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy (no further detail was provided). The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the event with imipenem (dose, frequency and route not reported) and ciprofloxacin (dose, frequency and route not reported). Two weeks later, the treatments with imipenem and ciprofloxacin were discontinued, the peritonitis was resolved, and the patient was recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available.